Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. (B)(6) technical services (ts) reviewed and discussed that it is normal operation when mix of paced and sensed events. Morphology channel confirms capture. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).